Event description:
Nuprep skin prep gel - nuprep skin prep gel, 120g / 4oz tubes - weaver and company 565 nucla way, unit b aurora, co 80011 USA. Used by an ent doctor examination by an ent specialist. Painful swelling (face/lips). Severe persistent redness, pain and massive swelling at the electrode positions. Although the product was wiped off/ washed off immediately, the massive side effects persisted and intensified after a while. Burning due to application of nuprep (despite treatment with fenistil gel and hours of cooling, swelling + burning for 2 days). Reaction occurred immediately after a test where pads were applied and was severe after 20 minutes the doctor had to be called on the on-call phone in the evening to inform him of the persistent symptoms. (B)(4).